Event description:
The customer complained that the steering would not function properly and the brakes would not hold.

Manufacturer narrative:
The technician replaced the brake caster, rocker arm (hex rod clamp), and the steering module, which resolved the issue. The stretcher operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.